Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device received an error code 03 (pre warm nominal flow error), and flow rate was too low during routine maintenance. The device failed calibration. As per follow up information received on 03aug2022, there was no patient involvement. The device would be sent in for repair.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported.

Event description:
It was reported that the arctic sun device received an error code 03 (pre warm nominal flow error), and flow rate was too low during routine maintenance. The device failed calibration. Per follow up information received on 03aug2022, there was no patient involvement. The device would be sent in for repair.